Manufacturer narrative:
Additional contact: (B)(6). Product complaint analyst.

Event description:
Information was received indicating that a smiths medical cadd cassette reservoir caused "no disposable" alarms. The line was also kinked. According to the nurse, the infusion had been ongoing for a period of time and the issue did not occur near the beginning of the infusion. The residual volume was unknown, the programming was the same as usual and the pump was used for priming. There was no patient injury.